Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited high capture threshold and the pacing impedance was high and out of range. The lead was capped and replaced on (B)(6) 2022. The patient was stable.